Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast media through the procedure sheath and using fluoroscopy. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported the initial puncture was at the correct location, with some visible calcium. After angio-seal deployment, the pt was experiencing pain in their leg. The anchor was found to be hanging inside the artery and obstructing blood flow. The pt was taken in for surgery (date unk) for device removal. The pt was taking prescribed anticoagulants (dosage unk). Additional info was not available.